Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) and therapy was withheld by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation evidence criteria. This was inappropriate because the patient is pacemaker dependent. The vt spontaneously terminated. The device remains in use. No further patient complications have been reported as a result of this event.